Event description:
During evaluation of a non-dehp standard bore catheter extension set with neutral lad, the luer activated device was noted to be missing from the set. It was not specified when in the process this occurred; however, it was reported that there was no patient connected at the time the issue was identified. There was no report of patient injury or medical intervention associated with this event. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. During visual inspection the luer activated device was observed to be missing. The reported problem was verified. The cause of the problem is unknown. Should additional relevant information become available, a supplemental report will be submitted.